Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
A customer's husband reported that his wife's freestyle flash meter did not turn on with the button or with a test strip. As a result of this issue, the caller reported that starting on (B)(6) 2011 at 1:00pm, his wife experienced symptoms of "nausea, hyperactive, insomnia, extreme headaches, blurry vision." At 12am on (B)(6) 2011, the caller reported his wife "got out of bed, walked 10 feet to bathroom, passed out, fell on floor and skinned knees." Upon follow-up, the caller stated that his wife "lost consciousness temporarily". No third-party medical intervention was reported. The caller stated that the customer self-treated with "tylenol for headache, but it was not effective. Ate only light meals due to nausea." The caller also reported the customer took "only regular schedule of medications", but did not elaborate further. There is no report of death or permanent impairment associated with this event.